Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cardioplegia would not cool and there was little flow. The perfusionist also noted that the large ice tank was frozen solid. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) confirmed the complaint. The ice block has frozen nearly 90% of tank and was frozen solid the entire depth of the front half. Flow was working, but volume available was minimal. The fsr defrosted the unit. Flows were still weak and there was noticeable sediment in both tanks. The fsr drained unit and opened bottom lines; the valves and lines were clear. The fsr replaced the pressure switch because it was not operating. See related MDR #1828100-2013-00220. He replaced valves 1 and 2 on the unit. With the components replaced and a full inspection performed, the unit operates to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.